Event description:
The catheter is required for an immobile family member. The problem with the items is the adhesive that holds the catheter on to the tube that goes to the disposal container does not hold. The adhesive is not strong enough. It has become inferior as we have been using these catheters for a while now and the glue has slowly become cheaper and for lack of better words, "springs leaks" often. Manufacturer has been contacted but, no resolution was ever made.